Manufacturer narrative:
It was reported that the patient underwent gynecological surgical procedure and mesh was implanted concurrently with bso.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria. It was reported that patient underwent mesh excision on (B)(6) 2016 by dr. (B)(6) due to incomplete bladder emptying and detrusor instability at memorial hospital. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopy and bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.